Manufacturer narrative:
H10: manufacturing review: a review of manufacturing records was not performed as additional complaints have not been reported for this lot. Based on the information available it is not reasonably suggested that a manufacturing process may have caused or contributed to the reported issue. However, the lot history records of this lot were reviewed with special attention to the manufacturing and inspection of this product and the product was found to have met the specification prior to shipment. Investigation summary: the stent remained implanted and was not available for evaluation. CT images were provided demonstrating the vessel condition with contrasted blood; deformation of the vessel is visible, however, the stent strut structure is not visible on the images so that a statement about twisting, fracture, tangling cannot be made. The alleged issue cannot be re produced which leads to inconclusive evaluation result. Based on the information available and the evaluation of the images provided, a definite root cause could not be identified. Labeling review: in reviewing the relevant labeling for this product, potential factors for the reported issue were found addressed. The instructions for use closely describes holding and handling of the system throughout deployment; in particular the instructions for use states: "to ensure the most accurate placement, firmly hold the black system stability sheath throughout deployment. Do not hold the silver stent delivery sheath at any time during deployment. Do not constrict the stent delivery sheath during stent deployment.". In regards to pta the instructions for use state: "predilation of the lesion should be performed using standard techniques" and "post stent expansion with a pta catheter is recommended." H10: the catalog number identified in section d4 has not been cleared in the us but is similar to the lifestent xl vascular stent that are cleared in the us. The pro code and 510 k number for the lifestent xl vascular stent are identified in d2 and g4. H11:section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Event description:
It was reported that approximately one month post stent placement procedure in the right superficial femoral artery, the stent allegedly found to be twisted, tangled and ruptured upon re-radiography examination. It was further reported that open surgery was required for further surgical treatment. The current status of the patient is unknown.

Event description:
It was reported that one month post stent placement procedure through right superficial femoral artery, the stent was allegedly fractured. It was further reported that the stent was allegedly twisted and tangled. The procedure was completed by an open surgery. It was further reported that intervention with artificial blood vessel is needed. The current status of the patient is unknown.

Manufacturer narrative:
The catalog number identified has not been cleared in the us but is similar to the lifestent vascular stent that are cleared in the us. The pro code and 510 k number for the lifestent vascular stent are identified . As the lot number for the device was provided, a review of the device history records is currently being performed. The device has not been returned to the manufacturer for evaluation. However, images were provided for review. The investigation of the reported event is currently underway. Expiry date: 11/2022.